Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifuracted stent graft with xpedient delivery system and it components were implanted in a pt for endovascular treatment of abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that after completion of the aortogram the right external iliac artery was found to have been transected by removal of a 2 french sheath used in the case. A balloon was utilized to stabilize the blood pressure and an 8 mm hemashield was used to repair the vessel. The pt was sent to the ICU and later discharged. No clinical sequelae were reported, and the pt is reported to be fine.